Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all functional testing in the lab. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the pump was scheduled to be replaced on (B)(6) 2020 and the rep would return the pump to the manufacturer. The patient weight was unknown. The medical history was unknown. The issue was not resolved, as the pump replacement was scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 1 mg/ml at 0.978 mg/day via an implanted pump. It was reported the doctor saw a motor stall alert when he connected with the pump during a refill appointment. The patient reported hearing a beeping and reported a loss of pain relief since approximately october. It was also reported the patient had an MRI in october. The logs were read and confirmed a motor stall in october that did not recover. The pump logs provided (examined at (B)(6) 2020, last change (B)(6) 2019)) showed the motor stall occurred on (B)(6) 2019 at 12:16 and reached tube set on (B)(6) 2019. The patient was going to be scheduled for a pump replacement (a date was not set yet) and the issue was not resolved at the time of this report. It was noted the rep would obtain more information from the hcp on (B)(6) 2020. The patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were unknown, but the rep would follow up for more information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2020-mar-12. It was reported that the replacement was successfully performed and the issue was resolved. The patient's weight was unavailable.